Event description:
It was reported that the customer received a button error after attempting to bolus. Troubleshooting was not performed, but the insulin pump will be replaced. Customer's blood glucose level was unavailable at the time of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window.